Manufacturer narrative:
After additional review device code (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the date of surgery has not yet been scheduled. The rep said the ins was dead. The patient did not want to pursue jump starting the battery or getting another recharging cord. They just wanted to replace the equipment when the ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been feeling good and had decreased their use of the device and had not charged. In the last 2 weeks the patient had a lot of unrelated medical issues and wanted to charge the ins for an MRI. The battery was reported to not stay charged which was clarified to mean that the device had not been charged in a couple of months so they could not put the ins in MRI mode. The caller requested a manufacturer representative. Additional information was reported that the patient's ins has been overdischarged for a third time. The caller stated that the patient could not get it to charge, even with placing pressure on the ins. The patient lost (B)(6), but it still seems too deep. There is also a break in the recharging cord, but this issue began before the cord broke. The caller stated that they will replace the ins and either revise the pocket or create a new pocket on the other side. No further complications were reported. No patient symptoms were reported.